Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of two compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device. This device is part of the hydrogen induced premature depletion advisory population.

Event description:
It was reported to boston scientific that this device recorded a premature battery depletion, consistent with a voltage too low for the projected remaining capacity. Additional information received that the device was explanted.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated.

Event description:
It was reported to boston scientific that this device recorded a premature battery depletion, consistent with a voltage too low for the projected remaining capacity. Additional information received that the device was explanted.